Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection & loosening.

Manufacturer narrative:
See h11. Complaint has been evaluated and is similar to: 1644408-2021-00325; 600-15-100, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
See d4 expiration date, h4 and h11. The reason for this revision surgery, he agent reported "(knee revision for a septic loosening of a nexgen gender lps flex knee)." The previous surgery and the surgery detailed in this event occurred 2.3 years apart. Note: the lot number reported was missing the 10th digit in the number sequence. After a search of the system the correct lot was deciphered as 105c1d0047. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint was a revision surgery due to septic loosening of a nexgen gender lps flex knee. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.